Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that high impedances were measured. Impedances of electrode three and seven were measured to be greater than 4,000 ohms. The etiology was possibly related to the device or therapy and not related to the implant procedure. The patient experienced no symptoms and they had adequate stimulation.

Manufacturer narrative:
Concomitant: product ID 3877-45, lot# b0955628k, product type lead, product ID neu_ins_stimulator, product type implantable neurostimulator product ID neu_ins_stimulator. Product type implantable neurostimulator.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that high impedance was already observed with previous system implant without affecting the stimulation. After replacement of the stimulator during procedure impedance remain high, but stimulation is still effective, therefore no action will be taken. No symptoms were experienced by the patient.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 3877000001 lot# b0340683k, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_ins_stimulator , product type: implantable neurostimulator.